Event description:
Essure procedure performed on (B)(6) 2012; the pt, two physicians, one rn and one clinic assistant were present. Richard wolf hysteroscopy tower used with conceptus essure implants. Sometime during the procedure, the black stopcock on the working channel of the hysteroscopy sheath fell off. It was placed back on by the primary physician. Neither the primary physician nor the clinic assistant can remember at what point during the procedure this occurred is before the introducer was inserted into the sheath or after. Both implants were inserted without difficult, pictures were taken and the hysteroscopy scope was removed from the pt. The pt tolerated the procedure without difficulty. During the clean up phase after the procedure, the introducer was removed from the sheath. At that point, the clinic assistant and the rn realized that the introducer was significantly shorter than it had been at the beginning of the procedure. A new introducer was measured and found to be approximately 66mm. What was removed from the scope was a 28mm piece and a 5mm piece. Several days later, per instructions from the wolf rep, the department manager used a grasping forceps to push through the working channel and was able to remove the remaining piece of the introducer which measured 33mm. Dates of use: 6 procedures performed (B)(6) 2012. Diagnosis for use: sterilization.